Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels; level was unknown but stated they were "sky high". Additionally, customer stated that they cannot fill the cartridge with anymore than 105 units. Customer terminated call with tandem technical support. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.